Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and no magnet response was obtained. Technical services (ts) was consulted and discussed troubleshooting options as well as previously stored data. Troubleshooting was performed but it was unsuccessful. X-ray imaging was performed to confirm a boston scientific device was implanted. At a later date this device was explanted. A new device was implanted. No additional adverse patient effects were reported.